Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient had lcs duofix components implanted on (B)(6) 2007. This case was reported by the (B)(6) lawyers following receipt of compensation claim from the patients representative legal counsel. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing pain and a locking of the knee. An arthroscopy on (B)(6) 2015 of the knee revealed a loose body, metallosis, synovitis, and an abnormal wear feature on the articulating surface. Cobalt and chromium lab results came back what were described as normal for having an implant. At this time the insert is being added to the complaint and reported.

Manufacturer narrative:
Conclusion and justification status: the complaint states patient had lcs duofix components implanted on (B)(6) 2007. This case was reported by (B)(6) following receipt of compensation claim from the patients representative legal counsel. The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.